Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent ultrasonic guidance for ligation of internal hemorrhoids and mucoplexy on (B)(6) 2008 due to bleeding hemorrhoids and rectal prolapse. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted, concurrently with a cystourethroscopy due to sui and pop. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia and vaginal scarring. No additional information was provided.